Manufacturer narrative:
Qn#(B)(4). One sample was received for evaluation of product code 006-40j (aquapak 640 sw,650 ml w/040 adaptor, japanese); mp-0489 (pin adaptor body 040) and tfx-001743 (adaptor, snap-on flowmeter resin re-0042) which are part of finished good 006-40j. A visual inspection was performed, and damages were observed in the following molded components: tfx-001743 (adaptor, snap-on flowmeter resin re-0042): a damaged is observe in all the inside ribs of the component, this can be a result of an incorrect use of the device; also, a strong hit can be observed on one edge of the component. Mp-0489 (pin adaptor body 040): a damaged is observe in all retention tabs of the component, two retention tabs are completely broken, and one tab is bent. Based on the damage found on the received sample it was concluded that the device was used incorrectly, since it seems that component part number tfx-001743 was over tightened on the flowmeter until this failure occurred. However, all material from current inventory at the manufacturing facility was verified and no issues were found that can lead to this customer complaint, therefore this customer complaint cannot be confirmed as a manufacturing issue.

Event description:
Customer complaint alleges "the connecting part assembly between the humidifier adaptor of aquapak bottle and the flowmeter came off when screwing." There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. Based on the lot provided, for which the device history record resides at (B)(6) facility, the nuevo laredo lot numbers were obtained. Records reviewed showed that there were no issues related to functional issues on the molded components involved in this complaint. To perform a proper and thorough investigation it is necessary to evaluate the sample involved. Customer complaint cannot be confirmed with the information provided. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the connecting part assembly between the humidifier adaptor of aquapak bottle and the flowmeter came off when screwing." There was no patient involvement reported.